Event description:
It was reported, the patient believed their pump to be loose and hitting the patients internal organs and making her nauseous and sick. The patient just gave themselves a bolus and was not feeling so well. The patient also reported change in therapy effect. The patient found the pump had moved up underneath her belly button on 2014 (B)(6) and the patient could "actually pick it up and move it". The patient was in excruciating pain and the feeling of sickness started on 2014 (B)(6). On that date, the patient had a feeling of gas and fullness but was able to move the pump and it resolved. The patient had held the pump in place during the holidays, but the morning of the report, the patient got up and wasn¿t holding the pump and began to feel sick. The patient went to the bathroom and their knees were shaking and felt like she was going to vomit and faint. The outcome of the event was not reported. The pump was used to deliver dilaudid.

Event description:
Additional information reported the patient still had concerns regarding the device or therapy and was working with her doctor or manufacturer representative. It was stated that nothing had been done due to the doctor being out of town. The patient¿s last appointment was (B)(6) 2015. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 85 96sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).